Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: the battery cap that was returned with the pump was damaged; the battery cap had stripped threads and was unable to secure properly to the pump. With the damaged cap on the pump, the alleged power issue was duplicated. A test cap was able to fit properly to the pump and maintain electrical connection. With the test cap on the pump, the pump powered on and was exercised for 12 hours without any interruption in power. Investigation duplicated the power issue while testing with the damaged battery cap returned by the customer. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.